Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited error message. The ICD was updated to resolve the issue. There were no patient consequences.